Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a magnetic resistance valve. It was reported that the valve was originally set to 2.0, and later adjusted to 1.5 due to symptoms at 2.0. The clinicians claimed that the valve had "reset" to 2.0 several times after confirming it was set to 1.5 with the adjustment tools. The device was explanted and revised with a new one after deeming the issue had not been solved by post-op adjustments. The patient's medical history was obstructive hydrocephalus from infancy. The patient's status at the time of the report was alive-no injury.